Event description:
Discordant psa results were obtained on patients samples, generated on immulite 2000. The samples were repeated and the results were reported. Patients' treatments were not altered or prescribed. There were no reports of adverse health consequences, as a result of the discordant psa results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant psa results were due to the malfunction of the substrate load cell. The fse recalibrated the substrate load cell. The instrument is performing within specifications. No further evaluation of the device is required.